Manufacturer narrative:
Per customer, samples are collected off-site and centrifuged prior to being received by the laboratory. Qc has been within the customer's established ranges. A routine system check was performed in 2009 and passed within instrument specifications. A field service engineer (fse) was dispatched a week later, for this event: (a) fse replaced the aspirate probes and tubing and performed some hardware repairs. (B) fse then verified alignments, performed precision test, calibration and qc which was all within specifications. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated free t3 (ft3) and t-uptake results generated by the unicel® dxl 800 access® immunoassay system. Seven patient samples were tested and gave ft3 results of ">30pg/ml" and repeated in the range of 2.45-3.78pg/ml. An eighth patient gave a t-uptake result of 408.2% and repeated at 47%. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.